Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors instrument and the tip cover accessory for failure analysis investigation. The instrument and the accessory were analyzed, and the following investigations were obtained: monopolar curved scissors (mcs) instrument: the instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional observation(s) related to return: the instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument yaw inputs failed to engage with the in-house system's sterile adapter during multiple attempts. Msc log review shows four engagement failures via error code 22020 indicating engagement failure on the yaw/roll/other axis. Additional observation(s) not related to return: the instrument exhibits scratch marks/abrasions on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 0.040¿ x 0.161¿. There was not any material missing. Mcs tip cover accessory: the mcs tip accessory was returned with a part failed component. There is no reported complaint against this part. However, visual inspection was performed and found the mcs tip with thermal damage. The thermal damage was located approximately at 0.446" from the distal tip of the accessory.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the 8mm monopolar curved scissors (mcs) instrument got stuck in the abdomen with the jaws open. The surgeon was unable to close the scissor jaws. The nurse had to remove the mcs with the jaws open, and after manual checking the mcs jaws closed again. After reinsertion of the scissors on the robot arm, it was not recognized by the robot. The instrument was out of order with loss of mcs life which caused financial loss. The clinical consequences were opening of a new scissors and emergency sterilization of new scissors to ensure subsequent robotic surgery. There was no report of patient harm, adverse outcome, or injury.